Event description:
It was reported by the affiliate that during an anterior resection procedure, the surgeon used the device for the first time in anterior resection most of the time with level 5 (max). During the procedure, the surgeon complained about the active blade which became very hot very soon. He got it cooler by pushing it against the wet swab. After 30 minutes (total using time), instrument stopped working. All possible tests were made on the device, but it was dead. There is a possibility that the surgeon activated the shears too long so that there was no tissue between the tips and plastic pad was broken. It was not noted how the case was completed. No patient consequence reported. One device returning.